Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals and high capture thresholds, as well as low impedance measurements out of range. Subsequently, this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.